Event description:
The healthcare worker experienced whitening of the skin with pain and burning of the inner forearm, right index finger, and right middle finger after removing items from a load after the cycle completed. The worker rinsed the affected sites off with water and sought medical attention with a dermatologist. The symptoms resolved within half a day. The vaporizer plate was intact, but was described as a little bit off from its position.